Event description:
It was reported via repair work order that there was intermittent power to footboard due to bed side footboard connector pins being pushed down and loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.